Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. The patient was hospitalized for the weekend. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. External visual inspection noted no anomalies. X-ray inspection noted no irregularities. A review of the device memory confirmed a fault, recorded on (B)(6), 2022, due to the charge time limit having been exceeded. A capacitor reform was initiated. The charge time was 44 seconds which is longer than expected. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. The patient was hospitalized for the weekend. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.